Event description:
Information was received from the manufacturer¿s representative regarding a patient implanted with a neurostimulator. It was reported that with the new lead impedances were over 40,000 ohms when connected to the implantable neurostimulator (ins). When the lead was connected to the testing cable impedances were within range. The representative ran the stimulation for a short time and the impedances were still out of range on all electrodes except 5, 10, and 11. It was confirmed that these 3 electrodes were never out of range since the beginning so this was not a change. It was noted that the lead had been removed, wiped down, and reinserted 3 times with no change. A new ins was then used and the impedances were all normal after connecting. No symptoms were reported in the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation of the device found no anomaly.